Event description:
Caller reported a malfunction on the pump and there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy, and tandem technical support arranged for a replacement pump to be sent. Customer was guided on how to place the current pump into storage mode before returning it and acknowledged the instructions for returning the malfunctioning pump through ups within ten days.